Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced no stimulation sensation. There was no known accident or incident related to the event. Interrogation noted getting question marks (???) In the results. After re-running test impedances read >4000 ohms on some of the bipolar pairs. No intervention or outcome was reported. Further troubleshooting was being considered.